Event description:
The customer reported that the system shut down uncommanded during a case. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power plug was tightened. The system was then found to be operating as intended.